Event description:
A customer contacted baxter's global technical service center asking for assistance starting therapy over on the homechoice (hc) machine during the initial drain. The home patient (hp) had a solution bag fall and disconnect. The hp had disconnected himself, and the technical service representative (tsr) assisted the hp to end therapy. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.